Event description:
It was reported that on fluoroscopy the right atrial (ra) lead looks like it was placed very lateral and the lead tip may not be deep in the atrial muscle. Impedence is high and has been rising and a scar may have been forming at the lead / tissue interface. The lead was starting to show some noise on the atrial channel as well as inappropriate mode switching. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 5076-52, crdm non defib lead, implanted (B)(6) 2007. (B)(4).